Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 during a nursing visit, the patient's stoma site had moderate amount of oozing and surrounding skin was red. The patient was seen in the a and e department and treated with unspecified oral antibiotics. A replacement of the tubes was planned.